Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. On investigation, the alleged display issue was duplicated. The pump powered up to a dim verify screen with a pinkish contrast. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. Unrelated to the complaint, battery compartment crack was found at the case seal below the grip pad. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the screens could be read/maneuver safely and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.